Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error code 133.6080. Technical support-- 1.charge battery pack. 2. Replace backup speaker. 3.return to factory for repair. 4. Customer stated that he will send the unit in for repair. Customer stated that he would call back with p.o. A review of the device history record showed the device had a manufacture date of 08jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-- 1.charge battery pack. 2. Replace backup speaker. 3.return to factory for repair. 4. Customer stated that he will send the unit in for repair. Customer stated that he would call back with p.o. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6080. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6080. There was no patient involvement.